Event description:
Additional clarifying information was received which indicated that the tip of the catheter was kinked and was not broken.

Manufacturer narrative:
Based on additional clarifying information received from the reporter, there was no microcatheter tip break. The tip of the microcatheter was kinked. Therefore, microvention, inc. No longer considers this event a reportable malfunction.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that aspiration occurred during ia procedure past cca and above ica and reached lesion with a guidewire and angio catheter to ica. Checked tip area due to no aspiration and it was found that the tip was broken. Finished the procedure with another sofia product. The patient was reported to be stable.